Manufacturer narrative:
The black circle/alarm icon functioned properly during testing. No button error alarm or unexpected beeping anomaly noted. All buttons functioned properly. However, the insulin pump had moisture on keypad traces. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window, bleeding lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was beeping and that there was a black circle on the screen. Customer also stated that the insulin pump had a button error alarm that could not be cleared. Customer did not recall any significant events leading up to the error alarm. The customer removed the battery, reinserted it, and got a button error alarm again. Blood glucose level was 176 mg/dl at the time of the incident. The customer was informed that the insulin pump would be replaced and agreed to return the device for analysis.